Manufacturer narrative:
(B)(4). Empty. Additional information was requested and the following was obtained: although we asked the sales rep, we could not get further information. Which firing of the device did this event occur on?---no information. What vessel or structure was the device fired on at the time of the event? ---around the liver. Was the clip fully advanced into the jaws prior to firing? ---at the beginning, the clip was fully advanced into the jaws. Was there any torquing or twisting of the device present at the time of firing? ---no information. Was any unexpected resistance felt while firing the trigger? ---no information. Were any unexpected noises heard? ---no information. Did anything unexpected happen prior to this incident? ---no information. Was the device fired after this incident in or out of the patient? ---no information. What were the indications for surgery? What was found? ---no information. Does the patient have any relevant history of surgical treatments? ---no information. Did somebody other than the primary surgeon fire the instrument? ---no information. Was there a recent conversion to ees devices in this account or with this surgeon? ---no information. The analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. It could not be determined what may have caused the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a laparoscopic hepatectomy. The clips would not feed into the jaws properly. Some clips fell out and some clips were ejected. Although some clips fell into the patient, all the clips were retrieved. There was no adverse consequences to the patient. Another device was used to complete the case.